Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom it was reported that the suture was opened and needle attached to needle holder. Upon taking the suture out of the packet with the needle holder the needle and thread detached.

Manufacturer narrative:
Samples received: 16 unopened units and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 180 units of this code-batch. There are no units in our stock. We have received 16 closed samples and 1 open sample with the needle detached from the thread (thread is not wound on the pack). We have tested the needle attachment of the closed samples received and the results are: 1.14 kgf in average and 0.03 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.